Event description:
On (B)(6) 2014, it was reported that this vns patient experienced a cluster of seizures in (B)(6) 2013. The seizures did resolve to baseline again; however, the physician was unable to determine a reason for the patient's increase in seizures. He had no other information regarding interventions or device functionality at the time. The relation to the pre-vns baseline was unknown. The physician reported that the patient reported neck pain on (B)(6) 2013 by a phone call. No interventions were taken about the pain, and the physician could not determine if this was occurring with stimulation. This event resolved spontaneously in (B)(6) 2013. Diagnostics on (B)(6) 2013 showed high impedance. High impedance is captured in MFR report #1644487-2014-00205.